Manufacturer narrative:
(B)(4). The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported that the foot control device was leaking oil and the rubber on the hose was cracking. It was not reported if this event occurred during a surgical procedure. It was not reported if there was any delay to a scheduled surgical procedure due to the event. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Additional narrative: the actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition of the device leaking oil could not be confirmed. However, the cracks in the rubber hose was confirmed. An assessment was performed which found that the rubber hose was cracking near the elbow, and also found the elbow was loose and leaking air. It was determined that this was due to wear from normal use and servicing over time. If additional information should become available, a supplemental medwatch report will be submitted accordingly.